Manufacturer narrative:
The customer has been provided with a replacement device.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device would not likely be able to provide sufficient defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control later confirmed with the customer that the device was disposed of locally and, as a result, will not be returned to physio-control for examination. The cause of the reported issue could not be determined.